Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the patient follow-up, an attempt to interrogate the pacemaker resulted in this programmer message stating " (B)(4) serious problem turn on/off error 24279366." Apparently, the patient had just received radiation therapy. The device was given a manual guided reset and is still in use. No patient complications have been reported as a result of this event.